Manufacturer narrative:
Tlif (peek, w11xl32x11) cage fractured in half during insertion and was replaced, with no harm or injury reported. Due to insufficient information (missing x-rays, unknown disc prep, trial size, and impaction details), the cause remains indeterminate. However, a fold-like crack failure in a cage more likely indicates resistance to insertion force exceeding material strength, possibly due to insufficient disc clearance, improper sizing, or off-axis force during malleting.

Event description:
A transforaminal lumbar interbody fusion cage broke while the surgeon was inserting the implant into the disc space of the patient. All pieces of the cage were able to be removed and a new cage was inserted into the patient with no issues.